Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the real intelligence foot pedal, part number rob10026, serial number unknown, used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review was performed by part number and similar complaints were identified. Without definitive serial numbers a complaint history review cannot be performed for the serial number involved. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an intermittent connection to the console. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Additional information: d5, d7a, d8, h8 corrected data: e1 (initial reporter name), h6 (medical device problem code).

Event description:
It was reported that, during a cori-assisted tka, on the step of flexion range collection the real intelligence foot pedal was slow to respond. Then, it worked without pressing during the tibia add points step. The problem was resolved by pressing the foot switch again several times or leaving it alone, so the procedure was continued, after a non-significant delay, with the same device. Patient was not harmed as a consequence of this issue.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.